Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that there was a damage on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross¿ x imaging catheter was selected for use. During the procedure, it was noticed that the guidewire came out from the area which is not the guidewire lumen and was stuck in the opticross¿ x imaging catheter. The physician removed the opticross¿ x imaging catheter and the guidewire by pulling both devices together from the patient's body. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross¿ x imaging catheter was selected for use. During the procedure, it was noticed that the guidewire came out from the area which is not the guidewire lumen and was stuck in the opticross¿ x imaging catheter. The physician removed the opticross¿ x imaging catheter and the guidewire by pulling both devices together from the patient's body. The procedure was completed with this device. No patient complications were reported.